Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with a 350cc mentor memorygel breast implant experienced postoperative right-sided grade iii capsular contracture and rupture. The patient went in for a consultation in (B)(6) 2019. The diagnosis of the capsular contracture was confirmed by a healthcare professional on (B)(6) 2020. As a result, the patient underwent unilateral removal and replacement with a 350cc mentor memorygel breast implant (catalog #: 3503501bc, right serial number: (B)(4)) on (B)(6) 2020. Upon explantation, the rupture was observed. This report is for the right prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual inspection, the sample was found to be ruptured. Please note that due to insufficient paperwork, the analysis from the product evaluation lab was limited to non-destructive testing. Our observations may differ from what was initially observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-may-2020, it was found that the date of implantation reported on the previous report was before the device manufacture date. Multiple attempts were made to obtain clarification on the date of implantation. However, no response was received. The date of implantation was estimated based on the device manufacture date, 1-mar-2013. The relevant field has been updated. Manufacturer's reference number: (B)(4).